Event description:
The user facility reported a patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. The patient experienced bleeding from all access sites. Heparin was removed from the purge line to manage the bleeding complication. The left groin was catheterized, and blood products along with a femostop were required. A subarachnoid hemorrhage was identified, and the patient also experienced episodes of ventricular tachycardia and asystole. The impella device was explanted, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.